Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer treated high blood glucose by changing infusion set. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was not on auto mode at the time of incident. The customer was taken to emergency room on (B)(6) 2019 due to blood clot. The significant event that leading to hospitalization was pulled muscle. The customer¿s blood glucose level was 165 mg/dl at the time of hospitalization. The customer stated that she brought her husband to the emergency room on previous day and was treated with steroids. Doctor has confirmed that steroids would cause high blood sugar. Customer did not want to continue with the troubleshooting given that she know that the steroids increases blood sugar. The insulin pump will not be returned for analysis.